Event description:
The customer stated that the temperature did not increase enough during the ablation procedure. They had to use another generator to complete the procedure. No pt injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.